Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: all available information was investigated and the reported sgc leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported for leaks from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak. It was reported that during preparation of the sgc, the device failed to hold fluid column. There was no other damage noted to the device. The sgc was not used in the anatomy and was replaced. A new sgc was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.